Event description:
It was reported that a cuff miss occurred during attempted suture placement using a proglide device with a 6f sheath in the right common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Two proglide devices were used for successful suture placement. The sheath was upsized to 14f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received: returned device analysis revealed that one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device the physician was contacted, who was not aware of the detached cuff tab and reported the patient had no adverse sequela.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Additionally, one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.